Event description:
It was reported that a patient presented with ppost-paced t-wave oversensing noted on the patient's implantable cardioverter defibrillator. No changes were made. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing and far field r wave over-sensing noted on the patient's implantable cardioverter defibrillator. No changes were made. No adverse patient consequences were reported. New information received notes that new instance of post-paced t-wave oversensing was noted. Programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Correction b5: field should reflect clarification of far r wave over-sensing.